Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the serial number on the returned valve is for lot chjb47, this lot was manufactured in august 2007, this means that it could not have been implanted in november 2005. Images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 30mmh2o. The valve was visually inspected: needle holes over the needle guard were noted. The valve was hydrated for about 25 hours. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4) and programmer 82-3190 with serial number (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, no occlusion was noted. The valve was leak tested, only leaked from the needle holes over the needle guard. The valve was reflux tested. The valve failed the test. The valve was then pressure tested at 30mmh2o, the valve failed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3100, with lot chjb47, conformed to the specifications when released to stock in 28th august 2007. The root cause of the problem is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
UDI: gtin unavailable, product made prior to compliance date. Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to the patient who was a (B)(6) male infant with congenital hydrocephalus on (B)(6) 2005. The initial pressure setting was 50mmh2o. 11 years after implantation, it was found that csf did not flow through the device properly and clinical effect was not obtained. The situation did not change after flushing or pumping, and occlusion was suspected through contrast radiography, so the device was replaced with 82-3832 set at 100mmh2o on (B)(6) 2016. The pressure setting of the removed valve was 50mmh2o. The patient's condition is good after the revision. The surgeon suspected that biological debris was a probable cause of the event, and requested a swift investigation.